Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the circumflex (cx) artery / obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and dislodged. It was stated that the stent was advanced to the circumflex and the 1st om was the target lesion but the stent did not cross. The device was removed. A 6f telescope catheter was inserted and the original stent catheter was going to be re-inserted but it was discovered that the stent was no longer on the balloon. The location of the undeployed stent was in the circumflex artery. A wire was inserted passed dislodged, undeployed stent in the circumflex artery. A 2.0x15 mm balloon was advanced to the undeployed stent and inflated. The balloon catheter was removed. Another onyx frontier stent (onyxng22512ux , lot number 0012151821) was successfully deployed and crushed the dislodged stent against the arterial wall and completely coveredthe dislodged stent. No further patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: resistance was not noted during withdrawal of the device and excessive force was not used. There were no issues experienced when using the 6f telescope gec. Correction: ime code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.